Event description:
It was reported that "five hours after clinical use began, blood infusion product was found adhered to the sheets in the ICU. On che cking, leakage from the extension line of the medial 2 lumen was confirmed. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred." The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "five hours after clinical use began, blood infusion product was found adhered to the sheets in the ICU. On checking, leakage from the extension line of the medial 2 lumen was confirmed. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred.". The patient status is reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). The report of a leaking extension line was confirmed through complaint investigation of the returned sample. The customer returned, one 4-lumen cvc and the kit lidstock for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. It was noted that the catheter body was intentionally severed adjacent to the juncture. The severed end was returned for analysis. After failing functional testing (see below), a small leak was observed when flushing the medial 2 extension line. Microscopic examination confirmed the damage. The appearance of the hole is consistent with damage due to contact with sharps (i.e., needle, suture, scalpel). No other defects or anomalies were observed with the other three extension lines. The hole on the medial 2 extension line measured 4mm via calibrated ruler from the luer hub (blue). The medial 2 extension line outer diameter measured 2.15mm via calibrated caliper, which was within the specification limits of 2.13mm-2.21mm per the medial 2 extension line extrusion product dr awing. The medial 2 extension line inner diameter measured 1.4478mm via calibrated pin gauge, which was within the specification limits of 1.420mm-1.500mm per the medial 2 extension line extrusion product drawing. A lab inventory syringe filled with water was attached to all four extension lines and flushed. When flushing the medial 2 lumen, water was observed leaking from a small hole adjacent to the blue luer hub. No leaks or defects were encountered when flushing the other three extension lines. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A manual tug test confirmed that all extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations.". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "five hours after clinical use began, blood infusion product was found adhered to the sheets in the ICU. On che cking, leakage from the extension line of the medial 2 lumen was confirmed. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred.". The patient status is reported as "fine".